Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) but a few months ago the battery status was nine months remaining. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) but a few months ago the battery status was nine months remaining. Subsequently, the patient underwent a replacement procedure, and this product was explanted and replaced. Besides the surgical intervention that was performed, there were no other adverse patient effects reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.